Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction electrical connector part has liquid immersion and corrosion causing the screen to become noisy and the most probable cause of the forceps channel malfunction is a burnt component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited burn inside forceps channel and noisy image. There was no patient involvement.